Event description:
From staff: respiratory therapists (rt) needed to retract the ett (endotracheal tube) on the patient. Rt bagged while the other rt held the ett and undid the tube holder, rt adjusted the tube, then other rt reattached the tube holder to the ett. As rt pulled the wrap-around tab from the tube holder through its ratcheting slot, it broke off approximately halfway around the tube. Half of the ett still have the sticky tab on it while the remainder was what had broken off in the rt's fingers.